Event description:
Emergency medical service presonnel were attending to a cardiac arrest pt at a nursing home. When the paramedic attempted to connect the defibrillator cable to the electrode. It was discovered the post had broken off the electrode and was loose in the pouch. There were no other electrodes available for use, so CPR was administered until a backup device arrived. Treatment was continued, however the pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.